Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample, one powerport isp MRI implantable port with an attached catheter was returned for evaluation. Also, one image was provided for evaluation. As per image review the contrast is under the skin and along the entire length of the catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was noted on the attached catheter. The edges of the split on the attached catheter were noted to be uneven. Upon infusion, a leak from the split on the attached catheter was observed. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure by using m.r.I powerport. It was reported that post a port placement, the port allegedly found extravasation detected by computed tomography with contrast medium. It was further reported that port was allegedly found leak prior to chemotherapy. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure by using m.r.I powerport. It was reported that post a port placement, the port allegedly found extravasation detected by computed tomography with contrast medium. It was further reported that port was allegedly found leak prior to chemotherapy. The current status of the patient was unknown.